Event description:
A hospital in (B)(6) reported that air appeared to be leaking from the cannula of an opt544 nasal oxygen cannula which allegedly resulted in a drop in the patient's blood saturation levels. Medical staff were alerted to the event by an alarm. The patient was manually 'bagged' / ventilated.

Manufacturer narrative:
(B)(4). We have only just received the complaint device for investigation. Our analysis is still underway and we are not yet in a position to provide our results. We will submit our findings in a follow-up report following completion of the investigation.